Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4). Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Maquet cardiopulmonary gmbh was requested product back for investigation in the laboratory of manufacturer. 2019-03-08. Visual inspection and leak test according to lv 201 were performed. During leak test, a crack was detected at the luer connection on blood inlet. Based on this failure could be confirmed. Device history records were reviewed. There were no references found, which are indicating a non-conformance of the product in question. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. Sap trend search was performed (component: quadrox, failure code: 0102 inlet connector-leakage) which came to following results: 10 additional complaints were recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,04%, which is below than 1%. Due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Event description:
Ref.: #(B)(4), customer ref.: #(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: "during the inset of the above mentioned product and after the start of ecc, we observed a slight blood leak at the oxygenator's inlet connector(marked black on the product). The stability of the connection was checked and tightened the cap of the luer-lock connector. Unfortunately, the blood dripped on. Since the leakage only became visible in the ischemia, we decided against an oxy-change, only to observe and to keep the pressure in front of the membrane as low as possible in the context of a sufficient perfusion. Another upgraded hlm was ready for use. The ecc was terminated without further incident. It was followed by a visual documentation. Oxygenator was cleaned and stored. (B)(4).